Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited an overpressure error continued to sound, while using the device during the procedure. The intended procedure was completed with the same device. There were no reports of patient involvement.